Event description:
(B)(4). It first started as joint pain in my knees, then my shoulders and elbows. I have gotten cortisone injections to relieve pain in all those joints. I have painful periods, painful intercourse, lower abdominal pain off and on for 10 years and no one has ever been able to find out what is wrong with me. I have constant reoccurring ovarian cysts, lower back pain, headaches, my teeth have pretty much rotted out, I now have dentures, both upper and lowers. I am going to have a salpingectomy on (B)(6). To see if that helps with the pain.